Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneous creatinine results and estimated glomerular filtration rate (egfr) were reported out of the laboratory, generated by the (B)(4) with ise chemistry analyzer. Corrected reports were issued the following day. All clients called were made aware of the corrections. The results, provided by the customer, are shown. No injury to patients were reported.

Manufacturer narrative:
All qc for all tests on the instrument resulted within range. Controls are run approximately every 20 minutes. One clot detection alarm listed for creatinine on the system. A field service engineer (fse) was dispatched and found nothing wrong with the analyzer. No issues have been reported with this instrument since. A definite root cause is unknown; customer reports possibly caused by clot which has not reoccurred.